Event description:
It was reported while testing for sars cov-2 5 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. The customer stated there was no patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " ¿is the customer reporting a false positive or false negative? False positives ¿did the customer visually interpret the result or did they insert into the analyzer to determine the result? Analyzer was used to interpret result. ¿what type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr. ¿how many specimens were discrepant (fp or fn)? Two specimens the first instance and five for the second. ¿was there any patient impact as a result of the false result? Yes, for the first occurrence. A prisoner had to be moved to an area with other positive prisoners because they thought he was positive, when in fact, he was found to be negative via pcr. Had to be quarantined as a result. ".

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor or (material # 256082), batch number 0350304. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. The reported complaint was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. CAPA#1878253 was initiated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 5 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. The customer stated there was no patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " is the customer reporting a false positive or false negative? False positives did the customer visually interpret the result or did they insert into the analyzer to determine the result? Analyzer was used to interpret result. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr how many specimens were discrepant (fp or fn)? Two specimens the first instance and five for the second. Was there any patient impact as a result of the false result? Yes, for the first occurrence. A prisoner had to be moved to an area with other positive prisoners because they thought he was positive, when in fact, he was found to be negative via pcr. Had to be quarantined as a result. "